Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Cyclodialysis, hyphema, and inability to implant the microstent are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A female patient underwent cataract surgery on (B)(6) 2020 with attempted implantation of the hydrus microstent in the left eye. The initial information reported to ivantis indicated that the surgeon could not confirm the distal tip of the implant was in schlemm's canal, so the microstent was recaptured and reimplantation was attempted superiorly, but the surgeon elected to remove the microstent from the eye and no replacement stent was implanted. Additional information was requested and it was later discovered that during the cataract portion of the procedure there was a hemorrhage causing poor visualization and a small cyclodialysis cleft (approximately one clock hour in size) occurred during attempted implantation of the microstent. Preoperatively, the patient's iop was 19 mmhg on one iop-lowering medication with a best corrected visual acuity (bcva) of 20/40. On (B)(6) 2020, the patient's unmedicated iop decreased to 6 mmhg, bcva decreased to 20/60, and microhyphema was observed. On (B)(6) 2020, the patient's unmedicated iop increased to 22 mmhg and bcva improved to 20/40. On july 7, 2020, the surgeon reported that postoperatively the patient bent over and developed hyphema, which has since resolved. He also reported that the patient was doing well, no intervention was required and the cyclodialysis cleft has healed.